Manufacturer narrative:
Internal report reference number:(B)(4). Meter was returned for evaluation; defect was detected. Test strips were not returned for evaluation. Root cause: rc-024: mechanical stress-impact. The meter has a broken lcd display due to user mechanical stress. The meter is not reportable because, the meter safety trace has been activated and it will not run a blood glucose test. Adverse event report is being submitted due to symptoms related to diabetes ¿ customer is feeling shaky and feels like will pass out. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint that the meter displayed or partial. At the time of the call the customer reported that she was shaky and feeling like she was going to pass out; customer believed her blood glucose was low. Medical attention was not needed at the time. During the call the meter displayed when the power button was pressed and when a test strip was inserted.